Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead was over-sensing noise which led to pacing inhibition, had varying pacing impedance levels, and had an unspecified issue. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5153385.